Manufacturer narrative:
Pump was received with extreme amounts of damage done to the electronic assembly/motor force sensor, keypad assembly and the entire device; burnt keypad overlay, melted lcd window and dispslay window cover, melted reservoir tube lip, damaged serial number label. Unable to perform any testing due to the complete destruction of the device.

Event description:
The customer reported via phone call that insulin pump was melted and cosmetic damage. The blood glucose at the time of the incident was 265 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.